Event description:
A distributor reported on behalf of a healthcare facility in japan , via a fisher & paykel healthcare (f&p) field representative, that the collar of a rt380 adult dual heated evaqua2 breathing circuit had cracked during use. There were no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned circuit confirmed that the patient end evaqua2 collar was cracked. Conclusion: based on previous investigations of similar complaints, the crack is most likely due to the collar being in contact with a chemical resulting in environmental stress cracking. It should also be noted that the nebulizing drug mucophylline was used. All rt380 adult evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative, that the collar of a rt380 adult dual heated evaqua2 breathing circuit had cracked during use. There were no reported patient consequence.